Event description:
It was reported that the code label on the box was able to be read with a barcode reader, but the same code label printed on the package was not. This event was particularly observed in the 8.0-sized products. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample photo was received for evaluation. Visual inspection found no defects were observed. No functional testing could be performed as no samples were received. The reported issue could not be confirmed per picture provided for evaluation; no fault found. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.